Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. . Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: new left ventricular active fixation lead: the experience of lead extraction. Indian heart journal. 2015;67(3):s97-s9. Concomitant medical products: product ID: 20066, left ventricular (lv) lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardiac resynchronization therapy-pacing (crt-p) device and leads. The article stated that seven months after successful implantation of the system, the patient presented with a fever and a skin reaction at the site of the device pocket. Laboratory tests were conducted and blood cultures were "negative" and there was "no vegetations" detected on the leads. A positron emission tomography (pet) scan was done and it was "highly suggestive" of a pocket infection. The article also stated that "skin thinning and reddening progressed over one week." Antibiotics were started. After three days, the system was explanted. Of note; the fixation of the lead appeared "elongated." There was a noted thrombosis of the coronary vein; therefore, a "venoplasty with repeated inflations" was completed, in order to place the new lead. The system was implanted. The culture of the explanted system showed "staphylococcus aureus infection," and the patient was given additional antibiotics. At the six-month follow up visit there was no fever nor pocket infection noted. The status of the explanted system is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.